Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11mar2020.

Event description:
The customer reported that the touchscreen was out of calibration and insensitive to touch. There was no patient involvement.

Manufacturer narrative:
G4: 07apr2020. B4: 10apr2020. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician replaced the touchscreen and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20jul2020 b4: (B)(6) 2020 the replaced touchscreen assembly was received for failure analysis. The touchscreen was tested and no failures were identified. A relationship of the device to the reported problem could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.